Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the cartridge tip was observed broken/cracked. Reportedly, the lens was partially inserted in the eye and then removed. The surgeon did not want to advance the lens any further to prevent possible scratches on the lens. Additional information was received and it was confirmed that the lens was scratched. Reportedly, the incision was not enlarged and the patient was reported as having recovered. No further information was provided. This MDR is to record the lens. A separate report has been submitted for the cartridge.